Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of syncope and diaphragmatic stimulation, and the right ventricular (rv) lead exhibited possible loss of capture. Further investigation revealed that the lead had possibly dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.